Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a stuck button error. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated they did not press a button down for 3 minutes or longer. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with frozen display due to moisture damage electronic assembly. Unable to verify unresponsive buttons or stuck button error alarm due to frozen display. No moisture damage on keypad traces noted.